Event description:
Healthcare professional reported a xen®45 gts event described as "failed when it got into the eye got stuck and the doctor decided it was not safe" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
Device analysis: one xen 45 injector was received. The unit box was returned. The peel and stick insert labels were returned. The injector was received with a protective needle covering attached. The needle cover, retention plug, and cam lock were not returned. The slider of the injector was between the start and end positions, and the bevel selector was in the center position. The gel stent was not returned. A visual evaluation of the xen injector was performed. No damage was observed. To evaluate device functionality, the injector was tested for actuation. During functional testing, the slider knob was able to slide the full distance of the travel length in each of the three bevel selector positions. Slider knob resistance was not observed as the slider knob was advanced. The pusher rod which pushes the gel stent out of the needle performed correctly, and the needle moved in tandem with the slider knob. The needle was fully extended as the slider knob was at the start position, and the needle retracted properly as the slider knob was advanced to the end of the travel distance. The slider knob was able to slide the full distance of the travel length of each of the three bevel selector positions without any resistance; therefore, the expected condition was met. The slider knob was able to slide the full distance of the travel length of each of the three bevel selector positions, the reported complaint of slider resistance is not confirmed since no slider knob resistance was observed during functional testing.

Event description:
Healthcare professional reported a xen®45 gts event described as "failed when it got into the eye got stuck and the doctor decided it was not safe" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.